Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, there was a loss of right on in surgeon side console 2 (ssc). The site had swapped cables at the wall and the issue persisted on ssc 1. The site swapped cables going from the vision side cart (vsc) to the wall and the issue remained on console 1. The site completed the case with one eye. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The isi fse found the fiberglass through the wall was completely broken. The isi fse had the fiber through the wall replaced by a contractor and the right eye came back on in the surgeon's side console. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer-reported issue. .